Event description:
Boston scientific received this product for routine post market assessment following explant. No allegations from the field on product performance or adverse patient effects communicated with the returned device. Initial laboratory analysis confirmed the device did not meet the expected longevity duration provided in product labeling.

Manufacturer narrative:
A review of device memory during analysis testing, revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.